Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the ins was not tilted and the pocket revision was performed on (B)(6) 2017. Upon further investigation, it was determined that the ins was located about the incision. The coupling improved to 8 bars and the issue was resolved. No further complications are anticipated.

Manufacturer narrative:
Note: see reg report #: 3004209178-2016-18823 for the report regarding the ins revision. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a consumer who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported the patient tried recharging for the first time since their ins revision on (B)(6) 2017, and they were unable to charge the ins because they were unable to get any coupling bars. They tried repositioning the recharger antenna without resolve. Prior to the report they had also performed an antenna locate (al) feature, and could only get 56, and when they tried again away from the patient they got 56-58. They then put the recharger over the pocket site and got 54-56, which indicated the recharger was not picking up a strong signal from the ins. They were able to get external devices to communicate with the ins, which showed the ins was charged to 50%. It was noted the patient still had swelling at the pocket site, and was suggested to try recharging after the swelling has resolved. It was also noted the bottom edge of the ins could be felt, so it was reported the ins was tilted in the pocket. It was further reported that the doctor had looked at the ins pocket site under fluoroscopy to determine if the ins had flipped. It appeared the ins header block had been inserted into the pocket first and the leads looked like they were coming out to the left however, the ins was not suspected to be flipped. No further complications are anticipated.